Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had a fall a few months ago and has not been receiving effective stimulation since then. Diagnostic testing revealed high lead impedance values. Reprogramming was performed; however, it was unable to provide effective therapy. Surgical intervention may take place at later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein existing lead was disconnected and tested independently of the ipg; however, issue persisted. In turn, the old lead was explanted, and a new lead was implanted. This addressed the issue.